Manufacturer narrative:
Additional information: evaluation summary: this report is based on information provided by medtronic investigation personnel. The delivery and capsule were received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample met specification as received by medtronic. The visual inspection found the plunger to be broken by user. The customer reported bravo fail to attach. The investigation found the user turned the plunger more than 1/8 of a turn and caused it to break. The investigation identified the cause of the reported event to be user mishandling. The user has acted contradicting the instructions for use (IFU). A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, the capsule was retrieved through scope and forceps, and no repeat procedure was performed as they recalibrated and used another capsule to complete the procedure, but with significant delay. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The capsule had been in contact with body fluids and was cleaned down with wipes. A lubricant was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation. The recorder worked correctly during the previous procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, the capsule was retrieved through scope and forceps, and no repeat procedure was performed as they recalibrated and used another capsule to complete the procedure, but with significant delay. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The capsule had been in contact with body fluids and was cleaned down with wipes. A lubricant was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.